Event description:
The customer stated that she received a reading of 5.5. She misinterpreted the reading as 55mg/dl, took a glucose pill, and drank a soda. The customer did not allege any adverse event based on the mmo1/l readings. The customer was able to reset the meter to mg/dl with assistance and no product will be returned for evaluation.